Manufacturer narrative:
The customer rep examined the system and during testing, found a problem in the parameters of the fluidics module. The company rep replaced the fluidics module and performed preventive maintenance. The system was then tested and met product specifications. There was no samples returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the reported event could not be determined conclusively. (B)(4).

Event description:
A customer reported that during surgery, there was poor aspiration and an occlusion. Add'l info received from the surgeon indicated that this system has been displaying this problem for about two months. According to the surgeon, the system displays irrigation/fluidic issues, and this causes more surge. Per the advise of the company rep, he has replaced the tip, cassette, and handpiece, but none of the actions solved the problem. This problem does not preclude the performance of surgeries, but he affirmed that he has to be more cautious, use more viscoelastic and operate slower. There has been no harm to pts.